Manufacturer narrative:
Stryker evaluated the customer's device was unable to duplicate the reported issue. The electronic record was downloaded and reviewed. The reported issue was verified. Review of the electronic record indicate that the battery was switching between battery one and battery two indicating that one of the batteries may not have been properly seated in the battery well; however a conclusive cause could not be determined. After replacing the battery pins as a pre-cautionary measure, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had powered off unexpectedly during use. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had powered off unexpectedly during use. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.